Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 807:05; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement and there were no reports of patient injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with failure code 807:05 was confirmed during product evaluation. This condition was caused by a faulty pumphead module. The pumphead module was replaced to correct this condition. A follow-up report will be submitted when additional information becomes available.